Event description:
Disposable surgical stapler failed to function properly. Patient was undergoing a colostomy take-down and surgeons were using an auto-suture automatic disposable stapling device to re-connect the bowel. The device apparently functioned properly, but when the device was being loosened to remove it, the reconnected bowel fell apart because nearly all the staples had remained straight-legged rather than crimped so as to hold the tissue in place. Attempts to hand suture to complete the procedure were unsuccessful. After several week's healing, the procedure was re-attempted with a similar device and completed successfully.